Event description:
It was reported that patient completed cooling at 4.30 on the arctic sun device and they began rewarming. Patient went to computed tomography (CT) earlier and pads would not drain, device gave screen with picture of device and red circle with line through device. 4 arctic gel pads were connected no bends or kinks. Now device was alerting 113 (reduced water temperature control). Patient temperature was 35.5c, target temperature was 37c and water temperature was 33.8c. System diagnostics showed that outlet monitor temperature (t1) was 33.8c, outlet control temperature (t2) was 33.9c, inlet temperature (t3) was 33.4c, chiller temperature (t4) was 9.3c, flow rate was 1.8lpm, inlet pressure was -3.4psi , circulation pump command was 100 percent, mixing pump command was 0 percent, heater command was 100 percent, water reservoir level was 5 bars, system hours were 1335.4 and pump hours were 1241.3. Mss tried to have nurse stop therapy in attempt to drain, but screen popped up with device picture and large red circle with line through it. Nurse could not get graphic to disappear. They had another device available. Mss advised to disconnect arctic gel pads over trash can because water would likely leak from connectors and set up other device for therapy. Per follow up information received on 28sep2022, biomed sent in data files showing alert 113s (reduced water temperature control), a check showed that the device could not reach 40c due to overfill. Technical support discussed draining the device and refilling to resolve the issue. The confirmed issue was resolved by draining and refilling. There were no patient injuries were reported. Per follow up information received on 03oct2022, nurse stated that the patient completed therapy on a different device and did not further details on the device as it was sent to biomed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
Upon investigator evaluation, bd has determined that this MDR event is not reportable. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient completed cooling at 4.30 on the arctic sun device and they began rewarming. Patient went to computed tomography (CT) earlier and pads would not drain, device gave screen with picture of device and red circle with line through device. 4 arctic gel pads were connected no bends or kinks. Now device was alerting 113 (reduced water temperature control). Patient temperature was 35.5c, target temperature was 37c and water temperature was 33.8c. System diagnostics showed that outlet monitor temperature (t1) was 33.8c, outlet control temperature (t2) was 33.9c, inlet temperature (t3) was 33.4c, chiller temperature (t4) was 9.3c, flow rate was 1.8lpm, inlet pressure was -3.4psi , circulation pump command was 100 percent, mixing pump command was 0 percent, heater command was 100 percent, water reservoir level was 5 bars, system hours were 1335.4 and pump hours were 1241.3. Mss tried to have nurse stop therapy in attempt to drain, but screen popped up with device picture and large red circle with line through it. Nurse could not get graphic to disappear. They had another device available. Mss advised to disconnect arctic gel pads over trash can because water would likely leak from connectors and set up other device for therapy. Per follow up information received on (B)(6) 2022, biomed sent in data files showing alert 113s (reduced water temperature control), a check showed that the device could not reach 40c due to overfill. Technical support discussed draining the device and refilling to resolve the issue. The confirmed issue was resolved by draining and refilling. There were no patient injuries were reported. Per follow up information received on (B)(6), nurse stated that the patient completed therapy on a different device and did not further details on the device as it was sent to biomed.